Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had suspected thrombus. It was stated that there were no patient symptoms, complications, or interventions required and no additional event details available. The ventricular assist device (vad) remains is use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the pump was not returned for evaluation. Review of the log files showed that there were no alarms logged from (B)(6) 2017 up to (B)(6) 2017. Power consumption was within normal operating range. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were no patient symptoms, no interventions or complication as a result of the event. No additional information was made available. No patient complications have been reported as a result of this event.